Event description:
Event description boston scientific received information that this device was part of a legal action and the patient passed away one year ago. This patient was (B)(6) and female. No allegations against the functioning of the device were reported at the time of death. Boston scientific has no specific information as to whether the device was involved in the patient's death. The device is subject to an advisory, insignia microcrystal failure mode 2 population (9/22/2005). This device was released from legal hold four years later. No additional information was reported.

Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On (B)(6) 2005, guidant (now boston scientific) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in (B)(6) 2004. This device was manufactured before (B)(6) 2004 and is included in this population. Boston scientific does not have sufficient information to determine that this device behaved in the manner described in the advisory. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.